Manufacturer narrative:
Correction to field d4: product information, changed to reflect electrode model and serial numbers (B)(6), respectively. Correction to field h10: related report number as the previous report was found to be a duplicate of 19750557.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high, out-of-range shock impedance measurements of greater than 400 ohms and emitted tones. Technical services (ts) confirmed a transmission had been sent and directed the patient to the clinic. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high, out-of-range shock impedance measurements of greater than 400 ohms and emitted tones. Technical services (ts) confirmed a transmission had been sent and directed the patient to the clinic. The s-ICD system remains in service. No adverse patient effects were reported.